Manufacturer narrative:
All insulin pump buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. Pump received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 212 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.